Manufacturer narrative:
Additional information: the customer stated it is unknown if the incision was enlarged, but indicated that it was likely not enlarged. There was no vitrectomy. Clarification on the reported issue being debris or inclusion in the lens was provided. The dr. Stated that there seemed to be some crystalization in the center of the lens. Device available for evaluation ? Yes, returned to manufacturer on 01/26/2017. Device returned to manufacturer ? Yes. Device evaluation: the complaint unit was received in the original folding carton. The cartridge component was observed correctly engaged into the lower body of the device. The plunger component was observed in the advanced position. The lens was received in two pieces. A lens haptic was detached (most of the haptic was not returned). Visual inspection at 10x microscope magnification was performed in a black and white background. Residues of what appears to be hardened viscoelastics are observed on both pieces of the lens received. Numerous deep scratches are observed on the lens surface. No inclusions were detected. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If explanted; give date: the intraocular lens was removed and replaced during the same procedure. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The doctor reported that upon insertion of the intraocular lens (iol), there was some form of crystallization in the center of the iol. The doctor had to cut the iol out and replace it with another one of the same model. There was no issue/impact to the patient. There were no follow-up appointments required as a result of this event. No additional information was provided to abbott medical optics.